Event description:
A discordant estradiol (e2) result was obtained on a patient sample on the immulite 2000 instrument. The initial result was not reported to the physician. The sample was rerun in duplicate, and the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant e2 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site and a siemens technical solutions center (tsc) specialist reviewed the instrument spy files. There were no problems found in the spy files. The cause of the discordant e2 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.